Event description:
The user received questionable low results for the mb isoenzyme of creatine kinase (ck-mb), free thyroxine (free t4), triiodothyronine (t3) and thyrotropin (tsh) from one measuring cell of the analyzer. Of the data provided, the tsh results for seven patient samples were discrepant and reported outside the laboratory. The repeat testing was performed on cobas e601 analyzer (B)(4) and that result was considered to be correct. All results are in uiu/ml. Patient sample 1 initial result was 1.65 and the repeat result was 4.59. Patient sample 2 initial result was 0.696 and the repeat result was 1.76. Patient sample 3 initial result was 2.39 and the repeat result was 6.26. Patient sample 4 initial result was 1.53 and the repeat result was 3.89. Patient sample 5 initial result was 0.985 and the repeat result was 2.72. Patient sample 6 initial result was 0.690 and the repeat result was 1.84. Patient sample 7 initial result was 2.85 and the repeat result was 7.29. All of the initial tsh results were reported outside the laboratory and later corrected if deemed necessary. No patients were adversely affected. The tsh reagent lot number was 16473004 with an expiration date of 04/30/2012. The field service representative determined there was a fluidic failure of a pinch valve and replaced it. To verify the analyzer operation, he ran performance testing with results within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.